Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii, deflation.

Event description:
Healthcare professional through the national breast implant registry (nbir) reported "capsular contracture baker grade iii", "suspected/actual rupture/deflation", "change shape/size/style". This record is for the left side. Device was explanted.